Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported clip arm jumpiness. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the clip jumping open in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the left atrium. During the beginning of the opening sequence, the clip arms did not move, and then jumped to the open position. The cds continued to be used, and the clip was deployed successfully. Two clips were implanted, reducing the mr to <1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.